Event description:
It was reported to philips that the system did not start up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the coronary procedure. The procedure was aborted and completed on next day. The philips field service engineer (fse) inspected the system onsite and identified that the system was not starting. A review of the system logfiles found that the host pc could not connect with the flexvision pc. Upon troubleshooting actions, fse identified a malfunction with host pc. Fse started the system. After restarting, the system was returned to use in good working order.